Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory alert for high pacing lead impedance on the right atrial lead. The patient has a history of rising impedance on the ra lead. Due to high impedance, the lead switched from bipolar to unipolar setting. The physician elected to leave the lead implanted in the current programming mode as the lead measurements were steady. The patient was stable and will continue to be monitored.